Event description:
Info received indicates the composer interface circuit board has fluid ingress on it.

Manufacturer narrative:
The accounts biomed replaced the composer interface circuit board to repair the bed.